Event description:
According to the reporter, additional information received from the account: the device got jammed cutting the collateral at mammary level. The collateral got trapped between jaws and were freed using pincers. Pincers were also used to retrieved the clips which fell in patient cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: CABG. According to the reporter: a clip was shot and got stuck to the closure. It skewed such collateral flush with mammary. There was injury to the patient and the surgery time was extended by more than thirty minutes. There was tissue loss, there was tissue between the jaws when the clamp was released. A clip fell into the patient and it was retrieved with clamps. The jaws were cleaned often. Another device was used to solve the issue.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/06/2015.